Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response. The patient experienced pre-syncope with these episodes. Additionally, this device recorded atrial undersensing. Boston scientific technical services consultant suggested to turn off atrial detection enhancement. Subsequently, this patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The patient is scheduled for an av node ablation procedure in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response. The patient experienced pre-syncope with these episodes. Additionally, this device recorded atrial undersensing. Boston scientific technical services consultant suggested to turn off atrial detection enhancement. Subsequently, this patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The patient is scheduled for an av node ablation procedure in the near future. No additional adverse patient effects were reported.